Event description:
Pt was wearing ciba o2 optix-lotrafilcon b-soft contact lenses. Lenses were ordered by pt on 10/31/06 and dispensed on 11/8/06. Pt presented in 2/07 complaining of red, irritated eyes, she stated it had been progressively getting worse over the past few months but attributed it to dryness. Three days prior to coming for the exam she had some discharge ou and discontinued wear. Clinical findings: after not wearing her lenses for three days, the pt had trace conjunctival injection od, os. There was trace- 1+ papillae of the superior and inferior lids. The pt is being treated with lotemax - steroid drops- and artificial tears and ointment. She will return for follow up in 2-07. Pt was informed of lens recall.